Event description:
A complaint was reported by a distributor from france, stating that a customer received a 7t power source alert. There was no information available regarding the impact on the customer's blood glucose level. No additional information was provided about any actions taken. Multiple attempts were made by technical support to obtain additional information; however, a response from the customer was not received.